Manufacturer narrative:
A serious injury has been reported while the patient was undergoing peritoneal dialysis treatment. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. Related MDR's: 2937457-2014-00159, 8030665-2014-00144 and 1713747-2014-99906.

Event description:
The following information was reported by the patients' caregiver and peritoneal dialysis nurse: the patient was taken to the hospital due to increased confusion and weakness. The patient had become malnourished which caused the symptoms. The patient was in the hospital from (B)(6) 2014.